Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure pacing lead placement difficulty was observed and there was tissue stuck in the helix that could not be removed. The lead also exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.